Event description:
It was reported that after the device was used during a biopsy, the surgeon noticed there was leakage from the staple line. The surgeon reoperated and found the staples malformed. Another device was used to complete the case. There is no problem with the pt's condition.